Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients left eye (os) and the patient experienced excessive vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient identifier: (B)(6). Patient age, sex, weight: unk. Date of event: unk. Expiration date: unk, no serial number reported. Implant date: unk. Device manufacturing date: no serial numbers reported. Claim#: (B)(4).